Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation due to a temperature issue. The device met specifications during electrical testing and for temperature response. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing, consistent with the reported temperature issue.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.